Event description:
False positive advia centaur xp troponin ultra results were obtained for samples from two different patients. Patient 1 was positive and repeat testing was negative. Patient 2 was tested in duplicate with one result positive and one result negative. Repeat testing was performed in duplicate and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse cleaned the rinse manifold and changed the valve pinch aspirate probe no 2. The cause for the discordant advia centaur xp troponin ultra result is unknown. No conclusion can be drawn. The instrument is performing within specification. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."